Event description:
During an incident in 1998 involving a pt in cardiac arrest who had already been defibrillated twice by fire and rescue, and using the fire and rescue pads, the unit prompted "pads off" and the crew could not get a reading. The crew put on their own pads and still could not get a reading. They then used monitoring pads with a 3 lead cable, got a reading, and were able to shock 4 times at 360j. The pt was transported and care was transferred to the ER.